Manufacturer narrative:
E1: name of the initial reporter is unknown. The investigation into the damaged console has been completed. The impella automated controller (aic) was not received from the customer and therefore, an evaluation of the device was not possible. The console fell on the floor and broke. Multiple cracks and scuffs on the housing. According to the pictures, the console housing (front and rear) was damaged. It is possible that the optical pump connector was also damaged and may be replaced on a precautionary basis. The cause of the cracked housing was user mishandling of the console where the console fell to the floor. This report is being filed as part of a retrospective review of historical records.

Event description:
The field service engineer reported that the automated impella controller (aic) fell on the floor and broke. There was no patient harm reported.